Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As noted in the device instructions for use precautions, "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that procedural factors have impacted on the event as reported. The patient information and event date are unknown. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: it was reported that: a zip guidewire lost parts of its coating during a rirs retrograde procedure. I point out that the fragments were recovered and there was no harm for the patient.